Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient complained of pain a couple of years after surgery but did not return to office until recently with groin pain. Cup was removed and is being sent back to stryker. Right side

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. Operative notes revealed that the patient was revised for acetabular loosening, however the medical review could not confirm cup loosening. Method & results: device evaluation and results: the device was returned assembled together with the liner. Bony-on-growth was noted. The material analysis report concluded that: no materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: there has been no reported incidence of increased failure rates of this component compared to non-recalled components of the same design. Moreover, after fourteen years in situ in an obese patient with no evidence of component migration and requiring an explant device for removal, it is unlikely this clinical situation was due to factors of faulty component design, manufacturing or materials. No documented follow-up is available prior to (B)(6) 2015 and subsequent to the (B)(6) 2015 revision surgery. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. The device was part of a recall. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient complained of pain a couple of years after surgery but did not return to office until recently with groin pain. Cup was removed and is being sent back to stryker. Right side.